Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. There was no adverse impact on the customer¿s blood glucose level, as it remained below 500 mg/dl, and the cgm did not read "high." To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.